Event description:
It was reported that this pacemaker went into safety mode. The patient is currently hospitalized for an unrelated disease. The physician decided to wait for the treating physician's discretion regarding the generator changeout. No adverse patient effects were reported.